Event description:
It was reported that the spider was not holding. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a broken drape clip, broken enclosure screw mount and red colored matter within the unit were all noted. The unit was received in a locked state. A functional evaluation revealed that the unit failed the 30 pound weight test. This failure was at the hinge joint. The failure occurred at 27 pounds. The piston migration was at 1.35 inches. The hinge joint was disassembled. A significant amount of rust was noted on the outer retaining rings and pressure rings. Minimum wear was observed on the hinge seals. Significant wear was noted on the pressure rings. The complaint of ¿not holding¿ was confirmed and the root cause has been determined to be failure of the hinge joint pressure rings. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.